Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "Customer claims this uit stop cycling, the ventilator is showing error device error, error log is showing: exp. Temp error compressor run time data error. They claim this ventilator was not on a patient when the problem occurred".

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service tech evaluated the device and was unable to reproduce/verify the reported event. Therefore the cause of reported event was not determined. Unrelated to the reported event the carefusion field service tech did find the following issues with the device; a sloppy exhalation valve poppet assembly and a malfunctioning exhalation flow sensor that was causing erratic exhaled volume readings. The carefusion field service tech replaced the exhalation valve poppet assembly, the exhalation flow sensor and ran the device for over three hours without any issues.